Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned accessories and the device performed to specification. The device was put through extensive testing including bench testing, stress testing, and defib cycling without duplicating the report. Review of the device log showed pads lead fault. A pads lead fault is not a device malfunction but it is an advisory message to notify users that there is a connection issue between the pads and the device or the pads and the patient. This is also indicated by the repeated pads off messages which mean that the device was detecting that pads were attached to a patient but the impedance was too high to deliver therapy. It's important to mention a proper connection between the pads, the device, and the patient is necessary for the device to be able to discharge. It is likely that if these conditions had been met, the device would have been able to discharge. This is further supported by the fact that users were able to successfully deliver a 120j cardioversion discharge once the device was no longer detecting a pads lead fault. Analysis of reports of this type has not identified an increase in trend.